Manufacturer narrative:
Received one used latex-free nonvented t-u-r y-set lot#856405h for evaluation. As received, the piercing pins were found to be broken. Examination of the piercing pin surfaces shows evidence of twisting or bending forces exerted on the window bases. This effect was able to be replicated by using an intact irrigation set piercing pin (same list number) to access a new flexible container of water. During this test, the pin was able to be pushed through the diaphragm with no problems and flow was established. However if the pin was pushed partially through the diaphragm, then bent, the tip of the piercing pin snapped off. This break does not occur if the bag/pin connection is torqued on or bent after the pin has been completely inserted into the bag. The complaint of the piercing pins being brittle cannot be confirmed. The customer complaint of piercing pins breaking during use can be confirmed. The probable cause of the breaks is unintentional bending forces exerted on the piercing pin during insertion of the pin into a new flexible container of fluid. A batch record review was performed to lot# 856405h, list# 06543-0403 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found. No process changes, unusual event, re-work, re-processing or re-inspection activities were generated or performed to the batch mentioned above or its commodities. As a result no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device has returned for evaluation. Investigation is not complete. PMA/510(k) - exempt.

Event description:
The event involved an irrigation set, large bore, tur, urological connector 96 inch, that when puncturing the IV bag, pieces of the spike were seen floating in the sight chamber. The device was replaced and therapy was resumed. There was no adverse event and no delay in critical therapy.